Manufacturer narrative:
H10: it is unknown if reprocessing was implemented in line with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus that the colonovideoscope, had air and water flow issues from the air and water flow system. The issue occurred during preparation for use in an unknown diagnostic procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found clogging the nozzle. This medical device report (MDR) is being submitted to capture the malfunction found during evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation. Additionally, the evaluation revealed the following findings: due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, due to wear of forceps elevator lever, upward and downward angulation control knob could not be locked securely, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to dirt on objective lens, there was a lack of image on the monitor, due to wear of angle wire, the play of upward and downward angulation control knob was out of the standard value, due to a scratch on objective lens, the image had dark area partially, universal cord, switch one, upward and downward knob, forceps elevator knob, forceps elevator lever, connecting tube, scope cover unit, plastic distal end cover, suction connector, light guide protector, control unit, grip, right and left knob, switch box, scope cover, protector of universal cord on control section side ,flexibility adjustment ring had scratches, universal cord, control unit and objective lens had discoloration, lens had a crack, adhesive on bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name : (B)(6) hospital.